Event description:
It was reported that the device had been damaged. A procedure was being performed with a 33mm watchman laa closure device. The sheath was noted to be kinked when the physician recaptured the closure device. The physician completed the procedure with another of the same device. No patient complications were noted to have occurred.

Event description:
It was reported that the device had been damaged. A procedure was being performed with a 33mm watchman laa closure device. The sheath was noted to be kinked when the physician recaptured the closure device. The physician completed the procedure with another of the same device. No patient complications were noted to have occurred.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) with the implant deployed and blood in the device. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed that there was tip damage, as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The distal marker band was kinked. The implant had anchor damage. The sheath was buckled at the white snapping feature to 8.5cm distal of it and 14-14.5cm distal of the snapping feature. Inspection of the remainder of the device found no other damage or defect. Product analysis confirmed the reported event as the sheath was kinked.